Event description:
It was reported that after a paroxysmal atrial fibrillation (afib) cardiac ablation procedure was completed with a varipulse¿ bi-directional catheter, vizigo sheath, and the ngen pump, the patient experienced a cerebrovascular accident and air embolism. It was reported that upon waking up after the procedure had been completed, the patient had left-sided immobility. A computed tomography (CT) was performed, but it was negative. The neurologist did not recommend any further testing, and no medical intervention was provided. The patient had a full recovery of the left-sided immobility. Additional information was received on 13-jul-2025. The patient had left-sided mobility issues immediately after the procedure. The neurologist did not believe any extra testing was needed after a negative CT. However, the physician insisted on performing an MRI on the same day. A lesion was seen on MRI. The patient recovered nearly 90% after the procedure. The physician did raise concerns to there being an issue with the flush lines and a nurse asked him to urgently turn off to patient to clear air out the tubing¿as such, this is a suspected neurological issue due to air embolism. Additional information was received on 15-jul-2025. The physician considers this event a stroke, patient is as of today still recovering, 90% better in terms of regaining left side mobility. The case was at 30 ml of irrigation. Paf patient, treated with pvi only. Patient presented in afib, was cardioverted, and then ablated in sinus. The procedural act started at 350 sec, 307 act for some part of procedure, but otherwise always over 350 sec, was 350 sec during case. Vizigo sheath was used. No pre-thrombus check was performed. 60-70 mg of protamine was administered based on weight of patient. The MRI was performed >24 hrs after positive - restricted diffusion within the right frontal and right parietal and occipital lobe, infarct. Patient was on uninterrupted eliquis prior to ablation. Additional information was received on 30-jul-2025. The physician¿s opinion on the cause of this adverse event was uncertain. The intervention provided was neurological exam, CT, and MRI. The outcome of the adverse event was improved. The patient required extended hospitalization for observation. The act before procedure was >400, and during the procedure was ~320 treated to >370. The sheath and the catheters were exchanged 5 times. One transseptal puncture site was performed during the procedure. 25 ablations were performed within the pulmonary veins, and no ablations were performed outside the pulmonary veins. The type of neurological issue observed was symptomatic. No evidence of char or blood thrombus/clot during the procedure. The patient does not have a previous history of stroke. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. There were no other observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. The patient¿s rhythm during ablation was paced. The type of electrophysiology procedure being performed was new. The findings from brain scans/MRI showed a lesion with MRI same day. The patient did not have any anatomical abnormalities. The nurse alerted the physician that she needed to flush through one of the sheath lines. The stroke was confirmed to be due to air embolism. The irrigation pump used for the procedure was a ngen irrigation pump. The event was assessed as MDR reportable under the varipulse¿ bi-directional catheter, vizigo sheath, and the ngen pump.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).